Manufacturer narrative:
Additional information received: it was confirmed that the part of the fractured endoanchor remaining in the patient was secured to the aorta. Film analysis summary:the reported fractured endoanchor was confirmed; however, the exact cause could not be determined from the two (2) still angiograms provided. Pre-implant films were not returned and an assessment of the patient¿s anatomy could not be performed. Additional films during implant, including images during the endoanchor implant, were also not available. The fractured anchor has not returned for a more detailed analysis; including sem analysis. Possible anatomical causes of the anchor fracture include implanting into areas of calcification and thrombus, which could not be verified. In addition, improper apposition, excessive catheter torque build-up, and an unsupported applier may have also contributed to the anchor fracture. It could not be confirmed if device oversizing, implanting a 32mm bifurcate into the reported 25mm proximal neck with the potential risk for fabric infolding, may have also contributed to the anchor fracture due to engaging multiple fabric layers. A device issue cannot be ruled out as a potential cause. The applier, and potentially the other piece of the fractured anchor which had remained in the applier, is pending return for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary three (3) photos were received from the account. It was not possible to verify if fragments of the endoanchor were present in the applier tip. The endoanchor is visible in cassette port #9. Device evaluation summary the applier and cassette were returned for evaluation. There was no fragment of the fractured endoanchor visible in the applier housing. Slight deformation was visible to the housing thread. The ten (10) ports of the cassette were open. An endoanchor was visible lodged in port #9. On opening the cassette dried blood was visible on the endoanchor. The applier handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.37v. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx0e apply ready, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light unresponsive, back light flashing. An endoanchor was loaded and successfully deployed confirming the applier functionality. The reported fragment of endoanchor in the applier housing and loading difficulties were unconfirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the prophylactic endovascular treatment of an abdominal aortic aneurysm. The patient had a 14 mm landing zone, with an aortic neck diameter of 25 mm. A 32 mm endurant iis stent graft was deployed initially, and heli-fx endoanchors were then implanted to enhance the proximal seal.   It was reported that during the index procedure, the first 7 endoanchors were deployed without any issues. However, after the 8th endoanchor was deployed, the physician attempted to load the next endoanchor but found it could not be loaded. It was then noted that the 8th endoanchor had broken during deployment and a piece of it remained in the applier. The physician then checked the angiogram and determined that the endoanchor had broken into two pieces, with one remaining in the patient's aorta and the other remaining in the applier. A new applier was then used to successfully complete the procedure. The cause of the event, as per the physician, is unknown. No additional clinical sequelae were reported and the patient is fine.